Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump had shorter than expected battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/25/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/05/2016 with the following findings: a review of the pump¿s black box revealed that the data from the date of the reported complaint had been overwritten in the black box. There was no evidence of a short battery life. The battery compartment and cap were undamaged and able to fit securely to the pump. The ez-prime steps were performed correctly. All current readings were within specification. The original complaint of the ¿short battery life¿ was unable to be duplicated. The pump¿s cover was removed and no intermittent condition found on the printed circuit board or to the continuous glucose monitor module. (B)(4).